Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction added to fields: e1, h6 (component code, corrected to imager). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, it was found that the image was noisy due to a defective video connector socket (the object was not visible). Based on the results of the investigation, it is likely that there was no image due to a defective printed circuit board and the image was noisy due to a defective video connector socket; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during reprocessing. There were no reports of patient harm.